Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Were there any other issues with device other than difficulty loading? Certain reloads were having difficulty loading. In some instances it was white, blue, gold and green. The red cap needed to be removed in some instances in order to load the cartridge on the stapler. The surgeon is a busy bariatric surgeon and noticed issues in 6 cases during the week I was informed. Why was the post-operative hospital stay extended? No. Multiple events are mentioned. Was the hospital stay extended for all patients? No. MDR decision: not reportable.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were there any other issues with device other than difficulty loading? Why was the post-operative hospital stay extended? Multiple events are mentioned. Was the hospital stay extended for all patients? Were the other events reported? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the physician stated there have been multiple instances in several hospitals where the reload is difficult to load into the device. The retaining cap has to be removed to make it work. Monitoring for potential leak at the staple line. Longer post-operative stay.